Event description:
Following patient implant of an evoke spinal cord stimulation (scs) system, the patient was unable to be programmed into closed loop due to being unable to connect the scs system with the clinical interface for programming. Troubleshooting was unsuccessful. Approximately 42 days later, the scs system was revised, and the patient was successfully programmed receiving adequate therapy.